Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the proximal end causing the instrument to fail initialization, and the jaws would not open or close properly. The vse instrument failed during initialization on 3 out of 3 attempts. The logs verified the homing failure. In addition, the instrument had a low torque failure which could result in a sealing malfunction. The initialization test was bypassed, and the hard grip force test was performed and failed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer was using a hem-o-lok clip to ligate the blood vessel. The customer then installed a vessel sealer extend (vse) instrument which was recognized normally. However, while attempting to seal the blood vessel, an error occurred asking the user to remove the instrument. After removing and reinstalling the vse instrument, a ¿blade exposed¿ message appeared. Following this, the instrument was not recognized thus, making it unusable. The procedure was completed with no reported injury.